Event description:
The stent was loose on the balloon prior to insertion attempt and came off in the guide catheter.

Manufacturer narrative:
Original MDR (1219977-2012-00171) included two devices. This MDR has been created to address second device. Contents includes all relevant info to second atrium device used in case. The device was returned and evaluated. The stent was included, however, it was not on the balloon. Analysis of the stent revealed evidence of a completed crimp process, however, the proximal and distal ends were slightly flared. The balloon exhibited crimp lines as well as fold lines but contained fluid throughout and had been partially inflated. The balloon had been partially inflated during the priming process or while tracking inside the guide catheter. This could explain the slight dilation of the proximal and distal ends of the stent as well as the thought that the stent was "loose on the balloon prior to insertion". Fluid was introduced into the balloon during the priming process causing the proximal and distal end of the balloon to dilate and dislodge the stent slightly. Prior to deployment, neither water nor saline should be evident in the balloon. Evidence of fluid indicates that the priming instructions may not have been followed. The lot history record was reviewed and the lot met all specifications at the time of final lot release.